Manufacturer narrative:
"The device service history covering the last two years before the incident shows no similar issue. There was no device malfunction within these two years, only regular preventive maintenances were performed. Based on the provided information, it is assumed that a malfunction of either the x scanner, the y scanner, or the lai board led to the described malfunction. Thus, those parts have been requested for investigation. All returned parts for investigation were visually inspected. There were no visual defects on the parts. The returned components were installed in the device one after the other, and a fluence test was performed in each case. The tests performed showed that the failure source is the pd1.1 board, in particular the cable pd x607 scan x, responsible for the power supply of the scan module. The cause was a bad plug connection of x607 which could only be reproduced twice. Further investigations didn´t show any errors. An aging effect is assumed."

Event description:
After lasik treatment of both eyes, the patient complained about not seeing well. Pre- and post-op topography data show an oval ablation that does not correspond to the planned treatment. This ablation pattern produced two undesirable effects in the patient's cornea. Firstly, a high astigmatism and, depending on the pupil size, strong aberrations were induced. Secondly, the planned excimer pulses were fired on a smaller area, which led to the maximum ablation depth being significantly higher than planned.